Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the terminal pin segment of the lead was returned measuring 35 mm in length. Visual inspection noted a set screw mark on the terminal pin and anode ring along with indent marks in the terminal end molding. These marks circumference the lead and are from the inner rings of the device in which this lead was implanted. Also to note, header inner ring residue was found still stuck on the terminal molding of the lead. The anode seal rings and insulation appeared normal. This lead was implanted with an is-1 compatible device. It was concluded that silicone to silicone bonding most likely occurred between the header inner seal rings and the terminal end molded silicone of this lead.

Event description:
Boston scientific crm received information that during an explant procedure for normal battery depletion, the right ventricular (rv) lead became stuck in the header of the device. The rv lead was cut and surgically abandoned. A new lead was successfully implanted. The device and rv lead pin were returned for analysis. No adverse patient effects were reported.